Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was 596 mg/dl, with moderate ketones. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the emergency room 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.